Event description:
It was reported the physician had the df-1 coils in the opposite ports of this cardiac resynchronization therapy defibrillator (crt-d), due to which the non-boston scientific lead exhibited high shock impedances measurements at 200 ohms. Subsequently the physician swapped everything, and it was working as intended. This device remains in service. No additional patient adverse effects were reported.